Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm), while wearing the device between 24 and 24 hours. The patient reports the pod infusion site was hard as well as warm to the touch and had purulent discharge. The patient had placed a new pod at another infusion site prior to seeking medical assistance. Once at urgent care the patient had blood work performed. The patient was diagnosed with cellulitis with methicillin-resistant staphylococcus aureus (mrsa). The patient was treated with and a shot of antibiotics. The patient was prescribed amoxicillin. After 4.5 hours at urgent care the patient was transferred to the hospital next door. Once at the hospital the patient had blood work performed and an ultra sound. The patient was prescribed bactrim to be taken 2 times daily as well as and keflex to be taken 4 times a day. The patient was discharged from the hospital the following day.